Manufacturer narrative:
Pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to cracked bleeding lcd noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was broken. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.